Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent temperature alarms (alarm 10 and alarm 11) occurred. The pump was not exposed to abnormal temperature conditions. Blood glucose level was 412 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.